Event description:
It was reported that during a cardiac ablation procedure using the catheter afapro28 afa pro 28, the patient underwent successful isolation of the left superior pulmonary vein. When the team proceeded to the left inferior pulmonary vein, the patient developed a vagal response with significant pauses between qrs complexes. The balloon was rapidly deflated, anticholinergic medication was administered, and ventricular pacing was initiated to increase the heart rate. After the patient recovered an adequate intrinsic heart rate, the balloon was reinflated, at which point an abnormal and unusual curvature was observed in the internal portion of the balloon, with a visible circular outline and a rectangular radiopaque structure inside. The team initially suspected the mapping catheter might be kinked, so they withdrew and reintroduced it, and deflated and reinflated the balloon, but the abnormal curvature persisted only when the balloon was inflated, indicating the mapping catheter was not the cause. The radiopaque inner shaft appeared bent, which prevented proper and effective maneuverability. An attempt to proceed with the isolation in this condition was unsuccessful. An right anterior oblique (rao) fluoroscopic view was used to assess coaxiality, revealing that the system was completely misaligned. The procedure could not continue with the affected catheter, so all devices except for the sheath were removed from the left atrium. A new afapro28 catheter was introduced while keeping the same mapping catheter, and the remainder of the procedure was completed successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.